Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 91 previously reported events are included in this follow-up record. Product return status 87 devices were received. 4 devices were not available for evaluation. Event confirmation status 87 reported events were confirmed. Evaluation results 87 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 91 </noe> malfunction events in which the device had paint chips missing. 91 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 91 events were reported for this quarter. Product return status: 81 devices were received. 4 devices were not available for evaluation. 6 device investigation type has not yet been determined. Event confirmation status: 80 reported events were confirmed; the cause was traced to component failure. 7 evaluations are still in progress. Evaluation results: 80 devices were found to be affected by chipped paint. Additional information: 91 devices were not labeled for single-use. 91 devices were not reprocessed and reused.

Event description:
This report summarizes 91 malfunction events in which the device had paint chips missing. 91 events had no patient involvement; no patient impact.